Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009732, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009732 was manufactured according to the work instruction (wi) version 98 and packaging in the machine multivac 14 on 20-oct-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4k02963 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 17-oct-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4j05173 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 01-oct-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4k02821 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 20-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4k01146 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 16-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4k01144 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 17-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4j05541 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 09-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4j05170 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 01-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4k05302 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 24-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4k01143 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 19-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4k02900 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 24-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.